Event description:
Titanium markers for breast biopsy causing continuous sometimes excruciating pain in breast as well as ribs. Titanium markers for breast biopsies causing pain procedure occurred approx two yrs ago.